Event description:
An attempt was made to use a complete se iliac self-expanding stent to treat a patient. The stent could not be deployed in the patient. The device was removed from the patient and was able to deploy outside the patient. The case was completed with another stent. No patient complications were reported.

Manufacturer narrative:
(B)(4) - investigation in progress (device evaluation in progress).

Manufacturer narrative:
(B)(4): evaluation, results: related to operational context (attempted use of the device during the procedure). Conclusion: operational context contributed to event (attempted use of the device during the procedure).

Event description:
Evaluation summary: the stent was returned off the delivery system. Some stent struts were overlapping. The struts were pulled apart and returned to their original position with no damage evident. The shaft was kinked just distal to the strain relief. Patency was confirmed from the distal and proximal sides up to the kink on the shaft. The handle was in the retracted position with the inner polyimide shaft exposed. It was not possible to move the handle due to the kink on the shaft.